Event description:
Na.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected fields - h6 (type of investigation), e1 (event site telephone), d2b (product code) a gas loss alarm was reviewed by nurse and stated that the screen and autofill key is not working and restarted the pump. It was verified with nurse¿twice¿that there was no blood or discoloration in the helium tubing. We discussed possible causes, and determined the alarm was most likely related to the patient¿s peep of 10, causing increased intrathoracic pressure. Esp personell reviewed appropriate troubleshooting steps: check tubing for blood/discoloration, perform an iab fill, press start, then recheck the tubing. Esp personnel provided direct contact information and advised her to call if the alarm persists or occurs multiple times within an hour.

Manufacturer narrative:
A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.